Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #1219856-2017-00162 and (B)(4).

Event description:
It was reported that the perfusionist called the clinical support specialist (css) and stated they had just inserted a fiberoptic in tra-aortic balloon (iab) in a patient in the cath lab. The patient was brought to the operating room and shortly after insertion they began to get possible helium loss alarms. There was no blood noted in the tubing; the connections were tight, there were no ectopic beats and there was no kinking. As they proceeded to the or, the alarms continued. As a result, the physician elected to remove the iab and not replace it. There was no reported death or serious injury or harm to the patient. No medical/surgical intervention was required. There was a report of delay in therapy but no complications to the patient.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of helium loss alarms is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: for related complaint see MDR #1219856-2017-00162 and tc #(B)(4).

Event description:
It was reported that the perfusionist called the clinical support specialist (css) and stated they had just inserted a fiberoptic in tra-aortic balloon (iab) in a patient in the cath lab. The patient was brought to the operating room and shortly after insertion they began to get possible helium loss alarms. There was no blood noted in the tubing; the connections were tight, there were no ectopic beats and there was no kinking. As they proceeded to the operating room, the alarms continued. As a result, the physician elected to remove the iab and not replace it. There was no reported death or serious injury or harm to the patient. No medical/surgical intervention was required. There was a report of delay in therapy but no complications to the patient.